Event description:
It was reported that the user experienced an ¿unable to proceed¿ error during a supply change of a steel infusion set on the ilet, which was managed through troubleshooting and education; a dry run to 120 units proceeded without further alarms, supplies were changed, and insulin delivery was successfully resumed. Symptoms included hyperglycemia with a blood glucose of 200 mg/dl. Outcomes included no hospitalization and restoration of therapy after the intervention. Investigation included user-guided troubleshooting, execution of a dry run to assess delivery function, and resumption of insulin after supply replacement. Investigation of this case revealed a transient delivery interruption consistent with an occlusion-related fill tubing error and consecutive stalled motor alarm behavior, without persistent device malfunction once new supplies were installed and flow confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable supply or flow interruption with no unresolved device malfunction.